Event description:
It was reported that the patient had been feeling lethargic and presented for a checkup. Interrogation revealed greater than 2500 ohms bipolar impedance and intermittent loss of capture on the ventricular lead. In unipolar, capture was regained and impedances were in-range. Programming was left in unipolar.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.